Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was off by one minute. Customer did not know the cause for the time inaccuracy. Customer's blood glucose at the time of the event was 180 mg/dl. Tandem technical support assisted the customer in adjusting the time to resolve the issue.